Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) pacing impedance measurements of greater than 2000 ohms, and high pacing threshold measurements. A surgical revision was performed, and the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received which noted that the patient's lv lead had not been tested during the revision procedure. The device was replaced due to nearing replacement, as well as needing a new header with the patient's new lv lead. No additional adverse patient effects were reported.